Event description:
It was reported that during check up the cardiosave hybrid intra aortic balloon pump (iabp), had a shortened balloon waveform. No patient involved.

Manufacturer narrative:
Another contact office: (B)(6). Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.